Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the helix extends and retracts within product specification, but appears slightly bent, which could cause difficulties when extending and retracting. Cannot determine when the helix became slightly bent. The helix popped out after 20 turns, which is the max.

Event description:
At implant attempt, the physician tried to screw-in the lead, but it was impossible to extend the helix. The device was not implanted. No patient complications have been reported as a result of this event.